Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded discrepant results. The pt was a redo triple bypass/aortic arch dissection. Customer states the pt was in the operating room for 12 hours and was on bypass 3 times during which 40 units of blood, 10 units of platelets, plasma and cryoprecipitate were given. 3000 units of bebulin and 250 mg protamine were given; 30 k units of heparin was given to treat the I-stat result of 75. I-stat 16:11 75 hemochron: 16:11 >600 50 k units-heparin before 16:11. I-stat: 16:17 75 hemochron 16:30 >600. I-stat 16:22 75. I-stat 16:29 75. Customer states that the case was complicated and the pt did eventually die. Abbott point of care has no reason to believe that a product problem exists at this time. An investigation is pending.

Manufacturer narrative:
(B)(4). Preliminary investigation on product returned and retains testing show no signs of a deficiency or malfunction of the act k cartridge lot s11328. The complete investigation is pending.